Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. De angelis et al. "Guided bone regeneration with or without a bone substitute at single post-extractive implants: 1-year post-loading results from a pragmatic multicentre randomised controlled trial" european journal of oral implantology (2011) 4(4):313-325.

Event description:
It was reported in a journal article one patient experienced small lesions in the peri-implant mucosa during healing due to xenograft granules.